Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that at the beginning of the surgery, when or staff opened the instrument case for preparation, the blue sleeve at the tip of kinectiv inserter was found cracked. This will prevent the implant from being assemble correctly for impaction. No patient involved. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Stem inserter was returned for review against the complaint of cracked blue sleeve found during surgery. Visual inspection of the device identified the blue plastic sleeve was not returned with the device for review. The insertion feature on the returned device noted epoxy residue. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The supplier device history records were reviewed and no deviations or anomalies were identified. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.